Event description:
It was initially reported that the patient''s intraocular lens was explanted in a secondary procedure owing to unsatisfactory postoperative refraction and replaced with a new lens. No additional details were provided.

Manufacturer narrative:
(B)(4): based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviations or non-conformances (ncr) related to customer claim were generated.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device was evaluated by manufacturer. The lens is torn in half and has a detached haptic. The lens can be identified as a tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of rings on the optic. Further analysis is not possible due to the fact that the lens is damaged. All pertinent information available to the manufacturer has been submitted. Placeholder.